Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was suspected to have dislodged. The lv lead exhibited loss of capture and was stimulating the atrium during testing. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.